Manufacturer narrative:
(B)(4). The investigation and service will be completed by the customer. Technical support engineer troubleshot with customer over the phone and was instructed to call back if the recommended part or test did not correct the failure. No product was returned for evaluation.

Event description:
It was reported that a ventilator issued an error code of zb0052 and a message "device alert occurred with a preexisting device alert" while in use on a patient. The ventilator continued to ventilate but was swapped out for another ventilator without any reported patient harm. There is no reported death or serious injury associated with this event.